Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that customer resolved the issue, and no failure was observed on the screen. Fse inspected the backside boards and tray light emitting diode lights for any abnormalities, but no issues were found. Fse also ensured that there were no cuts or damages on the pyxibus cable. All components were functioning properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers failed and the bus was not detected. The customer stated that nurse unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.